Manufacturer narrative:
E1:patient city: (B)(6), patient country: israel. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 15mg/dl and the patient got treated with glucagon . No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5321810 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5321810 was manufactured according to the work instruction (wi) version 66 packaging in the multivac 12, on 30/jun/2020, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code no malfunction based on complaint information, harm code mild to moderate diabetic ketoacidosis which the patient is able to self-manage (elevated blood glucose level and symptoms e.g., frequent urination, increased thirst, increased hunger, blurred vision, fatigue, headaches, abdominal pain, small to moderate ketones, confusion, patient describing feeling sick) and lot 5321810 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-06881), was submitted on 02-may-2025. Based on the description. Earlier the complaint was reported under no malfunction based on complaint information with signs of untreated hypoglycemia that patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage(hc24.04) but after the query for lot number it was found that the product used was expire. Therefore, moving forward this will be coded under product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has beenreported] with hc24.04. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Additional information - this MDR is being submitted to include the below: b5: describe event or problem h6:medical device problem code (a)

Event description:
It was reported that the patient had used expired set which led to the event on (B)(6) 2025.